Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the top side of the bag. The leak occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available. .

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo revealed that the bag was leaking. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.